Event description:
Event description cpi received information that due to a low r wave, this endotak transvenous defibrillation lead (0074), had the rate sensing portion capped, and the high voltage portion remains actively implanted.